Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7072565 and 7072668. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7074639 and 7074625.

Event description:
It was reported that the deep brain stimulation patient developed an infection at the implantable pulse generator, ipg, pocket and lead extension site. The symptoms of infection were swelling and tenderness around the ipg and lead extensions. The patient underwent an explant of the dbs system and was provided antibiotics. The physician believes that the infection was device related. The explanted devices were disposed.